Event description:
A report was received that the patient was hospitalized due to a suspected infection. It was unknown if it was device related.

Event description:
A report was received that the patient was hospitalized due to a suspected infection. It was unknown if it was device related.

Manufacturer narrative:
A review of the manufacturing documentation for the product revealed that no anomalies or deviations potentially related to the event occurred during the manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.